Manufacturer narrative:
Model number: balloon: 72400024, pump: 72400098. (B)(4). Catalog number: balloon: 72400024, pump: 72400098. (B)(4). Expiration date: balloon: 10/24/2022, pump: 10/20/2022. Manufacture date: balloon: 10/25/2017.

Event description:
It was reported that the patient experienced erosion and infection with their artificial urinary sphincter. The system was removed. A new system will be placed now that the urethra has visibly recovered. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.